Event description:
Reportedly, clips were not advancing or loading into the jaw of the instrument. Lacerations to the vessels occurred. Minor bleeding occurred, however the surgeon was able to control using another clip. Procedure: saphaneous vein harvest.